Event description:
The customer reported a falsely elevated architect tsh result on a patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = tsh = 9.7737 uiu/ml; free t4 (ft4) = 13.64 pmol/l; free t3 (ft3) = 4.24 pmol/l (reference ranges: tsh: 0.35 - 4.94 uiu/ml; ft4: 9.01 - 19.05 pmol/l; ft3: 2.63 - 5.70 pmol/l). Repeat at another laboratory on (B)(6) 2025: tsh = 2.83 miu/l; ft4 = 14.0 pmol/l; ft3 = 4.4 pmol/l; anti-tpo = <28.0 u/ml (reference range used by this lab: tsh: 0.35 - 4.55 miu/l; ft4: 12.2 - 22.4 pmol/l; ft3: 3.5 - 6.0 pmol/l; anti-tpo: <60 u/ml. Repeated at a second lab: tsh = 1.5625 miu/l; ft4 = 13.30 pmol/l; ft3 = 3.38 pmol/l (reference ranges used by this lab: tsh: 0.35 - 4.44 miu/l; ft4: 9.01 - 19.05 pmol/l; ft3: 2.43 - 6.01 pmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect tsh result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = tsh = 9.7737 uiu/ml; free t4 (ft4) = 13.64 pmol/l; free t3 (ft3) = 4.24 pmol/l. (Reference ranges: tsh: 0.35 - 4.94 uiu/ml; ft4: 9.01 - 19.05 pmol/l; ft3: 2.63 - 5.70 pmol/l). Repeat at another laboratory on (B)(6) 2025: tsh = 2.83 miu/l; ft4 = 14.0 pmol/l; ft3 = 4.4 pmol/l; anti-tpo = <28.0 u/ml (reference range used by this lab: tsh: 0.35 - 4.55 miu/l; ft4: 12.2 - 22.4 pmol/l; ft3: 3.5 - 6.0 pmol/l; anti-tpo: <60 u/ml. Repeated at a second lab: tsh = 1.5625 miu/l; ft4 = 13.30 pmol/l; ft3 = 3.38 pmol/l (reference, ranges used by this lab: tsh: 0.35 - 4.44 miu/l; ft4: 9.01 - 19.05 pmol/l; ft3: 2.43 - 6.01 pmol/l , no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 72122ud00 identified an increase in complaint activity for this lot but there are no trends for the product related to patient results. Historical performance in the field of reagent lot using worldwide data was evaluated. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 72122ud00 was identified.